Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event: estimated dates. (B)(4). The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional mitraclip device referenced is being filed under a separate medwatch report. Attachment: article titled, bartonella haenselae infective endocarditis following transcatheter edge to edge mitral valve repair: a case report. [(B)(4)].

Event description:
This is filed to report recurrent mitral regurgitation, endocarditis, mitral stenosis, pulmonary edema, cardiogenic shock, surgical intervention, prolonged hospitalization and death. It was reported through a research article titled, bartonella haenselae infective endocarditis following transcatheter edge-to-edge mitral valve repair: a case report, that this was a mitraclip procedure to treat mitral regurgitation (mr). In 2016, two clips were successfully deployed, reducing mr. Two year follow up showed only mild to moderate residual mr. In (B)(6) 2018, the patient presented with high heart rate atrial fibrillation, pulmonary edema and hemodynamic instability, after a 2 month period of fever and negative blood cultures. Clinical evidence suggested infection, and antibiotic therapy was started. Transthoracic echocardiogram (tte) was performed which found increased echogenicity of the mitraclip device with severe mitral stenosis due to multiple vegetations (endocarditis). Due to rapid evolution toward cardiogenic shock and the infection severity, the patient was sent for mitral valve replacement surgery. Seven days post surgery, the patient developed fever, hypotension, dyspnea with progressive respiratory insufficiency. Tte showed recurrent endocarditis on the prosthesis. In the following days, the patient died due to multiorgan failure. No additional information was provided.

Manufacturer narrative:
(B)(4). Correction: the initial date received by manufacturer is 04/21/2019.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported lot. Based on the information reviewed, a conclusive cause for the reported atrial fibrillation, dyspnea, endocarditis, fever, hypertension, hypotension, mitral regurgitation, mitral stenosis, pulmonary edema, respiratory distress, shock could not be determined. Death was a result of procedural conditions. The reported patient effects of atrial fibrillation, death, dyspnea, endocarditis, fever, hypertension, hypotension, mitral regurgitation, mitral stenosis, pulmonary edema, respiratory distress, shock as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. Although a conclusive cause for the reported patient effects, and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initially filed report, the following information was received: it was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. It was noted severe bileaflet prolapse combined with a posterior leaflet flail. On (B)(6) 2016, two clips (60823u158 ,60823u159) were successfully deployed, reducing mr to <1. On (B)(4) 2018, a pre-operative transesophageal echocardiography (tee) was performed. On (B)(6) 2018, mitral valve replacement surgery was performed. On (B)(6) 2019, the patient died. No additional information was provided.